Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results overlay the black lines/spots as the contrast of the lines/spots is weaker than the rest of the representation in the display. The results are clearly readable. The returned display assembly was removed and replaced with a retention display assembly. Meter performed as expected. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of an accu-chek inform ii meter display issue which could cause misinterpretation of results. The reporter stated the meter has "greenish black lines over the results field of the display," and the results field is not clearly visible. The reporter mentioned the screen is not damaged, the infrared port on the meter is scratched, and the battery is charged. The meter was reset but the issue persisted. The reporter confirmed no misinterpretation of results have occurred.